Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) on (B)(6) 2023. An xt clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted. In june 2024 the patient returned to the hospital with recurring shortness of breath. Echocardiography was performed and found that both clips were detached from the septal leaflet. A second triclip procedure was performed on (B)(6) 2024. Two clips were implanted reducing tr from grade 4 to grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. The reported tr and dyspnea are cascading events of the slda. The reported patient effects of dyspnea and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.